Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down and went black screen. A field service engineer investigated a pyxis anesthesia station that was reported as unavailable. The station was showing online in remote support service (rss), and upon remote access it was found at the cfnapp desktop. After logging in as cfnadmin, an attempt was made to launch the application; however, it became unresponsive at the ¿initializing peripherals¿ stage. The software was closed, station configuration was accessed, the autologin settings were reset, and the station was rebooted. Following the reboot, the station failed to return online and became stuck on the windows restarting screen without completing the boot process. The station was subsequently reimaged, and a new component manager, rss version 4.12, and eset were installed. The system time was verified and confirmed to be correct. Prior to the reimage, windows update had been observed stuck on update 1 of 7, and the customer planned to allow additional time for the update process to complete while coordinating with or scheduling and the pharmacy manager regarding alternate station availability and workflow continuity. The station was restored and reconfigured accordingly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was down and went black screen. Customer tried to reboot and switch off and on multiple times at back of the station, but issue did not resolve. However, there were no delay to patient care and adverse events or injuries reported based on this incident.